Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm using the gore® excluder® aaa endoprosthesis, and the gore® excluder® iliac branch endoprosthesis (ibe). During the insertion of the ibe, the guidewire became entangled, making the insertion difficult. After deployment of the ibe, angiography revealed that the superior and inferior gluteal arteries were not visualized. It was considered that the thrombus had either embolized to the superior and inferior gluteal arteries or had formed there, resulting in occlusion. Thrombus aspiration was performed, and subsequent angiography confirmed visualization of both arteries. The physician commented: ¿it is unclear whether the thrombus was dislodged during the procedure or formed due to some other cause. The reason for its appearance in that location is unknown.¿

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.